Event description:
The customer observed a falsely decreased architect tsh result. The customer indicated an initial result of 0.02 and a retest result of 2.74. The initial result was questioned by the physician. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting was performed, a search for similar complaints, and a review of labeling. During troubleshooting of the instrument the sample probe was replaced. The customer considered the sample probe replacement to have resolved the reported falsely decreased result issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000 sr analyzer, list number 03m74 was identified.